Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information available, the reported single leaflet device attachment (slda) was likely due to the size of the gap between the cusps and the difficulty visualizing the transgastric window. The reported recurrent tricuspid valve insufficiency/regurgitation (tr) was a cascading effects of the reported slda. The reported patient effect of tricuspid valve regurgitation is a known possible complication associated with triclip procedures. The cause of the reported poor image resolution could not be determined. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue related to manufacturing, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were implanted successfully. It was noted that there was challenges with imaging throughout the procedure. The final tr was grade 3+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient experienced returning symptoms. A follow-up transthoracic echocardiogram (tte) was preformed and it was identified that a single leaflet detachment occurred for both clips and they were no longer attached to the anterior leaflets. The clips remained stable on the anterior cusp. The tr returned to grade 5+.